Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v with no damage to it or the pt. The surgeon decided to remove & replace the lens. He enlarged the incision to remove the lens and put in a different lens model and sutured the incision. The reporter stated that there was no problem with the lens, it was a surgeon's choice to switch lenses.

Manufacturer narrative:
Eval results: a visual inspection of the returned product shows the optic has a small piece torn off & missing. There is a tear near one haptic junction. Clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval.